Event description:
The pt stated that her scs ipg was "very lumpy" just below the skin. Upon manually testing the scs system, a sjm rep was able to achieve adequate stimulation; however, the amplitude had to be increased to a high level. It was reported the pt's scs ipg was explanted due to the pt not receiving adequate stimulation and the pt experiencing pain at her scs ipg site. The amplitude levels have decreased with the new scs ipg. There is no add'l info at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.